Manufacturer narrative:
Product event summary: further testing of the afapro28 balloon catheter with lot 15876 showed through dissection and pressure testing, that the inner balloon had a breach/crack instead of a burst as previously reported. In conclusion, the balloon catheter also failed the returned product inspection due to a balloon breach/crack. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The balloon catheter afapro28, with lot 15876, and the data files were returned and analyzed. The data files indicated seven applications were performed with the returned balloon catheter and eight applications were performed with a non-returned balloon catheter. The files indicated that a 50005 system noticed received indicating that the safety system detected fluid in the catheter and stopped the injection, was received using the returned balloon catheter. Visual inspection of the catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for seven applications on the day of the event. A 50005 system notice, indicating that the safety system detected fluid in the catheter and stopped the injection appeared during the integrity test. The dissection test showed a kink on the guide wire lumen at 1.2017 inches from the tip of the catheter. The pressure test showed a breach through the kink on the guide wire lumen and an inner balloon burst. Additionally, the kink could cause an unexpected balloon shape. In conclusion, the balloon catheter afapro28, with lot 15876 failed the returned product inspection due to inner balloon burst, the kink and breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.